Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the sensor was on a patient and connected to a nihon kohden multiparameter unit. The pulse oximeter had alarmed intermittently. However, during vital sign rounds, the sensor was noted to be off the patient but the monitor was posting with normal limit readings. It was reported that the patient had expired.